Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device motor was blocked. It was further determined that the device failed pretest for safety, temperature, noise assessment, and rotational speed (motor block). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: device evaluation update: please note that in addition to the failures included in the initial medwatch report, additional failures have been added. Upon further investigation, it was noted that the device bearings were worn. This information does not change the assignable root cause of improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.